Event description:
A coronary atherectomy procedure commenced to treat a plaque lesion in the mid right coronary artery (rca). A spectranetics elca coronary laser atherectomy catheter completed several runs in the artery with no issues. However, the decision was made to lase in contrast (off-label use), and during the last run, the distal marker band separated within the patient. A snare was used to attempt retrieval of the marker band, but unsuccessful. The tip was far down in the vessel, and no further attempts to remove were made. The procedure was completed with no reported patient harm. This report captures the elca distal marker band which separated, requiring intervention, but retained in patient.

Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A4) patient weight - not available from facility. A5) patient ethnicity - not available from facility. A6) patient race - not available from facility. B7) other relevant history, including preexisting medical conditions - not available from facility. H3) the device was not returned, thus no findings were available. H6) the elca was used in an off-label manner (lasing in contrast). The IFU states, "flush all residual contrast media from the lasing site and vascular structures adjacent to the lasing site, prior to activating the laser system." Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.